Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. - 36 events had no patient involvement; no patient impact. - 14 events had patient involvement; no patient impact. - 1 event had insufficient information received. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 52 previously reported events are included in this follow-up record. Product return status 35 devices were received. 17 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 44 events were originally reported for this failure mode during the reporting quarter; however, 8 events were inadvertently excluded. 52 reported events are included in this follow-up record. Product return status: 35 devices were received. 6 devices were not available for evaluation. 11 device investigation types have not yet been determined.

Event description:
This report summarizes 52 malfunction events in which the device reportedly overheated. 40 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 44 events were reported for this quarter. Product return status: 25 devices were received. 2 devices were not available for evaluation. 17 device investigation types have not yet been determined. Additional information: 44 devices were not labeled for single-use. 44 devices were not reprocessed or reused.

Event description:
This report summarizes 44 malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.